Event description:
The initial reporter received questionable alp2 (alp ifcc gen.2) results from one patient sample tested on the cobas integra 400 plus and an unspecified cobas pro analyzer. The reporter stated they were cross-checking results from the cobas pro with the reported cobas integra. They found result repeatability issues when using the tube, but noted the results were precise when "eppendorf" tubes were used. The patient sample was run 5 times on the cobas integra. The results are: 157.07 u/l, 255.96 u/l, 151.79 u/l, 117.00 u/l, 93.91 u/l. The questionable results were not reported outside the laboratory as they did not match clinically.

Manufacturer narrative:
The serial number of the customer's cobas integra 400 plus is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the calibration data; the results were within specifications. The investigation reviewed qc data provided through 09-oct-2024; the results were within specifications. Based on the available data, there is no evidence of an instrument or reagent issue. The investigation determined the event was consistent with a preanalytic issue at the customer site (blood cells or cell debris were not properly removed). Preanalytics are within the customer's responsibility. The investigation did not identify a product problem.